Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
The customer reported: the probe aspiration did not work during the procedure. They noticed it at once and replaced the probe. There was a delay of approx 1 minute. No pt harm was reported. Add'l info was requested.